Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.

Event description:
It was reported that during a procedure for a tibia fracture, the locking screw would not align properly with the aiming arm and the tibial nail. The surgeon had to free hand the locking screws to complete the procedure successfully. This is report 3 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation revealed the device was received with no visible damages. A visual inspection was performed and no deviation was found. A function test was performed by and the insertion handle was functional as required. Based on the evaluation of the aiming arm we assume that the damage at the arm caused the complained malfunction. No manufacturing related fault could be detected. Based on the condition of the returned device and manufacturing evaluation, the complaint is deemed invalid from a manufacturing position. Product development event evaluation revealed that tolerance analysis of the tibia nail system indicates that when parts are within design tolerance the system will target properly within 3-sigma standards. Functional evaluation revealed that system was shown to target distally through all targeted holes. The returned devices showed signs of wear but not abuse. Aiming arm may be damaged without visible indications. Part has functioned adequately through multiple previous uses. Therefore, part was designed and manufactured to adequate performance specifications and has since become altered in the field. Incidence of the hazard is within documented acceptable limits.